Event description:
Customer reported dropping the insulin pump and stated that the screen was shattered. Customer stated that the display has been blank since, however continues to bolus by listening to the beeps. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.